Event description:
It was reported the ring of bending section of insertion tube on bronchovideoscope cracked and debris fell inside patient¿s lung during a diagnostic bronchial alveolar lavage procedure. Follow-up information received, that debris (noted at the end of a diagnostic procedure when scope was exiting patient) were black flakes. The pieces/fragments were removed with bronchoscope and with the aid of biopsy forceps. The procedure was prolonged by 10-15 minutes and completed with the same device. A post procedure chest x-ray was undertaken as well. No other devices were involved or replaced during the case. No reported impact to the patient. The scope was inspected prior to use and no chips or flaking noted neither during wrapping prior to sterilization, or prior to the case. No other interventions noted. No impact to patient.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And there was bending section cover (a-rubber) breakage observed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, the debris likely, fell off the subject device, due to the damaged a-rubber. The a-rubber damage was likely, caused by chemical and/or physical stress, during reprocessing of the device. However, the root cause could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿chapter 3: preparation and inspection: 3.1; the workflow of preparation and inspection: before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed, after inspection, follow the instructions as described in chapter 5:, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk¿. ¿chapter 5: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3:, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2;,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4;, ¿returning the endoscope for repair¿. Also, should any irregularity be observed. While using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3;, withdrawal of the endoscope with an irregularity¿. This supplemental report includes an update to h3, from the initial medwatch. Olympus will continue to monitor field performance for this device.